Event description:
The customer's mother called to report repeated no delivery alarms. The mother also reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 361 mg/dl. The mother stated that the event was due to the repeated no delivery alarms. The mother requested a replacement insulin pump as the customer had previously called no delivery alarms, and has been doing everything correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.